Event description:
The customer reported via phone call that he had a sensor anomaly on the insulin pump. Customer's blood glucose was 42 mg/dl. The customer stated that the transmitter does not blink when connected to the sensor. The customer was advised to replace the sensor. Customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bbs solution test and sensor failed per specifications. No isig readings detected. Checked lab transmitter for proper use and operation using tool and transmitter passed per specification.